Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the structural steel cable of the robotic forceps ruptured, in time, the clamp was exchanged by another clamp without harm to the patient. The procedure was completed with no reported injury.